Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on august 02, 2017 at 5:00 p.m. Because their sensor alarms were not going off. The customer took a nap and when they woke up at 3:00 p.m. They were not feeling well. They checked their continuous glucose monitor and it said their blood glucose was okay. Their meter was saying their blood glucose was high. They started throwing up and convulsing. Their chest was on fire. They were admitted into the intensive care unit and were in for a day in a half. The customer¿s blood glucose level at the time of admission was 545 mg/dl. They were treated with fluids and their blood glucose was stabilized. They were wearing the insulin pump at the time of the hospitalization. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.